Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and reported power error alarm while sleeping. The customer¿s blood glucose was unknown. Customer reported that internal power source in the pump is unable to charge. Customer reported they had previously call to report power error alarm. Customer reported that troubleshooting was not done at the time of call. The insulin pump will not be returned for analysis.